Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device was discarded at the treating facility and was therefore not available for engineering evaluation by gore. Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ two radiographic jpeg images available for evaluation. ¿ no name, date, or demographics on the images. ¿ cannot manipulate the images in any way. (Window leveling, rotating, etc.) ¿ poor quality images. ¿ the first jpeg image shows an undeployed device. The olive tip appears to be on the delivery catheter. ¿ the second jpeg image shows deployed devices. Cannot identify an olive tip off a delivery catheter on this image. There appears to be seal of the implanted devices. No contrast is seen outside the implanted devices. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular procedure in zone 9 infrarenal to treat an abdominal aortic and common iliac aneurysm utilizing a gore® excluder® iliac branch endoprosthesis. Reportedly, the iliac branch component had a olive tip separation from the delivery catheter inside the patient. There was no harm to the patient, the device was successfully removed from the patient and replaced with another iliac branch component. Procedure ended successfully. Patient's anatomy was very tortuous and a lunderquist wire was used for the device insertion to help straighten out the anatomy and aid in the device delivery.